Manufacturer narrative:
The customer contacted the siemens customer care center to report discordant beta human chorionic gonadotropin (bhcg) patient sample test results. A siemens customer service engineer (cse) reviewed the available data and found the customer replaced the beta human chorionic gonadotropin (bhcg) flex reagent cartridge suspecting it was contaminated. The cse also found clog detect errors that may have contributed to the flex reagent cartridge contamination. Contamination of the flex reagent cartridge was identified as the potential cause of the discordant bhcg test results. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer contacted the siemens customer care center to report discordant beta human chorionic gonadotropin (bhcg) patient sample test results were obtained with a dimension vista 1500 instrument. The initial test results were not reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument giving lower results. The repeat test results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant bhcg test results.